Manufacturer narrative:
This report is submitted on december 19, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced an infection at the implant site.